Event description:
Additional information was received that the ra lead exhibited high threshold measurements, oversensing and high out of range pacing impedance measurements greater than 2,000 ohms.

Manufacturer narrative:
The lead was noted to have been further damaged by laser extraction and was likely discarded after explant. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited out of range pacing impedance measurements. An x-ray was performed and noted that the lead was fractured. An invasive procedure was performed. The lead fracture was visualized at the proximal portion of the lead, approximately 3 to 5 inches from the terminal pin. The physician believed it was due to the very lateral access point where the pectoral muscle damaged the lead. The lead was explanted and replaced. No additional adverse patient effects were reported.